Event description:
It was reported that the patient experienced recurring incontinence after undergoing an unspecified activity in guam. No information was provided about any interventions performed on the artificial urinary sphincter device. Additional information received states the device was replaced. The patient was stable following the surgery.